Manufacturer narrative:
The investigation has been completed. The console was tested. The failure mode was not reproduced while running an optical pump simulator. There were no issues with the console hardware. Console logs from the reported day of event did not show any placement signal issues, as the pump was not connected. Logs were consistent with the complaint and showed that during case start, the pump was momentarily disconnected, and after reconnecting, the console presented with controller error alarm. The logs also reported processsamplingdatafromopticalbench: sentstopacquisitioncmd ack, indicating ossiopsens received thread got a data sampling packet with an unexpected length. Real time (rt) logs confirmed that all signals received from the optical bench were lastly reported as +16384 values and then no more samples were recorded. The absence of signal to noise ratio (snr) samples impacted the console¿s ability to recognize the pump disconnection and required the user to perform a hard shutdown. The log entry processsamplingdatafromopticalbench: sentstopacquisitioncmd ack indicates the sentstopacquisitioncmdflag was set when entering ossi_sampling_stopped_state which eventually led to a false ¿communication stopped¿ condition. The root cause of the controller error was due to an aic software issue.

Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) displayed a controller error (yellow alarm). The aic was returned for evaluation. There was no patient involvement.